Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No frozen screen noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 90 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer could not clear the battery out limit alarm they received. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.